Event description:
Patient received full series of synvisc in right knee - (B)(6) 1999. On (B)(6) - patient called in because she had wakened with knee acutely swollen and stiffness, but no redness or fever. On (B)(6) - patient came in for follow-up visit. Patient now with synovitis from injections. Aspirated fluid from knee for aerobic/anaerobic cultures. On (B)(6) - follow-up visit: knee less swollen, reduced pain. Aerobic/anaerobic cultures negative x5 days, no synovial crystals. Assessment: acute synovitis.